Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient's controller had a loose power connection. An elective controller exchange was performed and it was stated that there were no effects or consequences to the patient. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power port 1 connector found loose from the controller housing. However, this port performed proper mating and locks action when a power source was connected and the controller was able to pass functional testing. The confirmed malfunction is related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.